Event description:
The customer contact reported the IV catheter disconnected from the hub. Reportedly while blood was being drwn from the abbocath-t, the catheter disconnected from the hub and remained in the vein of the patient's right hand. The emergency department physician was unable to remove the catheter and the patient was referred to the vascular surgery department to have it removed. Multiple unsuccessful attempts had been made to obtain additional information.